Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient has recent changes in telemetry that correspond to deteriorating speech discrimination and sound quality.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). Additional information: according to the currently available information, damage to the active electrode appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. A date for explantation has not been made available so far.

Event description:
About six months ago, the patient began experiencing headaches with use of the audio processor. The headaches began gradually within a day and persisted afterwards with attempts to use his audio processor. Patient had recent changes in measurements that corresponded to deteriorating speech discrimination and sound quality.

Manufacturer narrative:
(B)(4) and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Device investigations revealed damages to the active electrode, which might have been caused by an external mechanical impact, even though no such event is mentioned in the patient report. The problem reported, i.e. Deteriorating speech discrimination and headache while using the device, were likely due to the above mentioned electrode damages that rendered appropriate programming difficult to perform. The patient has been re-implanted and is doing well with the new device. This is a final report.

Event description:
About six months ago, the patient began experiencing headaches with use of the audio processor. The headaches began gradually within a day and persisted afterwards with attempts to use his audio processor. Patient had recent changes in measurements that corresponded to deteriorating speech discrimination and sound quality. Additional information received states that reimplantation solved the problem and the user is doing well with the new device.